Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had insulin flow blocked. The customer states they received no delivery alarm. The customer's blood glucose level was 220mg/dl. The customer's levels had been as high as 450mg/dl. The customer treated he highs with manual injections. The cannula was noted to be bent. The customer declined to troubleshoot for the highs. The customer was advised the infusion sets would be replaced and returned for analysis.